Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and spinal pain. It was reported that the patient had meningitis and the pump was explanted. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient did not have meningitis, it was sepsis. The hcp reported it was not related to the pump. The cause of the sepsis was unknown, and it was reported the sepsis was resolved. No further complications were anticipated/reported.